Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump backlight was turning off before the customer would complete what she was trying to do. The customer's blood glucose had reportedly gone down to 40 mg/dl, due to the customer delivering too much during a bolus and not eating as much as she was treating for. The customer stated she was not concerned with the insulin pump function, in regards to her low blood glucose. At the time of reporting this, her blood glucose was 61 mg/dl and she was treating with food. The customer was instructed to press the backlight prior to pressing other buttons. She stated this worked. It was explained to the customer that the backlight will turn off when the insulin pump vibrates, and would turn back on when vibration is completed. Nothing further reported.